Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed four explanation points and stated to contact olympus. The screen then displayed a e224 communication error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to a bad cable unit connector. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test due to faulty cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed four explanation points and stated to contact olympus. The screen then displayed a e224 communication error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.